Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. When the ventilator was powered on for testing, there was an audible alarm condition. Internal inspection revealed that the ventilator's turbine was seized due to traces of aluminum nodules within the turbine assembly.

Event description:
It was reported that the ventilator failed the leak test during testing. The ventilator was not connected to a patient when the reported problem occurred.